Event description:
During insertion of central venous catheter, physician encountered resistance from j wire. During the procedure the physician passed a 7f triple lumen 20 cm central venous catheter over the j wire. The j wire subsequently would not come out. Physician removed the cath and replaced the vein dilator into the vein. Using "a great deal" of force, the physician was able to extract the wire, which came unraveled as he withdrew it. When he had most of the wire out, he was then able to insert the central venous cath back over the wire. He then removed the rest of the wire, which was a single strand. This physician reports this is the second episode in one week with this product. At this time the identity of the first pt is unk.